Event description:
During the atrial fibrillation procedure, a blood leak occurred. The sheath was inserted into the heart, and when a non-abbott needle (boston scientific rf needle) was inserted into the dilator to puncture the septum, a blood leak was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.